Event description:
Called by patient. Chemo bag hanging, tubing out, dropping chemo, turned upside down removed and chemo spill procedure followed for clean up. Tubing fell out as patient was coming out of bathroom.